Manufacturer narrative:
Intuvie received a report indicating that during device testing, the infusion pump flow rate was out of manufacturer specifications. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was not confirmed, and the probable cause remains undetermined. CAPA- zm2023-07 has been initiated to investigate the flow rate failure. Device testing also revealed that the infusion pump failed the ground resistance test, measuring 0.128ohm. The acceptance criterion for this test is < 0.1ohm. The failure mode was confirmed, and a review of the device¿s serial number history again did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.061ohm. Reference to complaint #: (B)(4).

Event description:
Intuvie received a report indicating that during device testing the infusion pump flow rate was out of manufacture specifications. The device was returned, and infusion pump failed the ground resistance test, measuring 0.128 ohm. The acceptance criterion for this test is < 0.1 ohm. No patient involvement was reported.